Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: during use, the product did not leak liquid; the number of affected products is 50. Additional information received from the customer: please confirm the number of affected products? Is the quantity shown defective or the total quantity ordered? = this time, a total of 14 defects were retained. How was the fault found? = a fault was found when the fitting was vented. Please confirm whether the fault was found during the preparation phase or during the infusion? If it is during the infusion, how long after the infusion is found? = failures are found during the preparation phase. Please confirm the brand and model of the connected product? = use a 10ml lingyang syringe. Please confirm what was being infused at the time of the event? = normal saline solution to vent the pre-flushed joint. Are there any patients who have been harmed? = no patients were harmed. Are there any infusion insufficiencies? = there is no shortage of infusion, but the connector will be replaced if the connector does not go out, and the advantage is that it even needs to be replaced 2-3 before the liquid is removed, which brings serious waste to the clinic.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: fourteen 2000e china samples were received with packaging for investigation; no residual fluid was observed and no connecting product was available to aid the investigation. The customer reported that the affected samples were from lot 24025030 and that "during use, the product did not leak liquid". The "10ml lingyang syringe" was used for priming of the connectors. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. Of the fourteen returned samples, only one sample was confirmed to be occluded despite multiple attempts. The remaining samples did not exhibit any restriction or occlusion of flow. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.